Manufacturer narrative:
Per tandem user guide: "check the cartridge, tubing, and infusion site for any sign of damage or blockage and correct the condition." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Additionally, it was reported that multiple intermittent occlusion alarms occurred. Reportedly, customer simply cleared the alarm and resumed insulin delivery to address the issue. Customer's blood glucose (bg) level ranged from approximately 70 mg/dl to the 500 mg/dl range. Customer alleged that their correction factor settings needed to be adjusted and alleged that contributed to the elevated and low bg values. Customer delivered a bolus via the pump to address elevated bg, and consumed food to address low bg. Reportedly, customer continued to use the pump for insulin therapy.